Event description:
No additional information.

Manufacturer narrative:
Investigation results: the customer reported the tubing completely detached from the chamber, and returned one photo of a sample of material 2420-0007, lot unknown. Upon photo examination, the set verified the complaint of separation at the tubing and drip chamber. A device history record review was not performed as the lot number is "unknown" for this complaint. The investigation was unable to trace the reported issue to a root cause. The root cause is unknown. The plant did release a quality alert on (B)(6) 2024 for the same failure and material number. This incident has been added to our database of reported incidents.

Event description:
It was reported, tubing today where it completely detached from the chamber.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown.